Manufacturer narrative:
Section e: this event occurred at (B)(6) taiwan. Manufacturer's investigation conclusion: a specific cause for the reported hemorrhagic stroke and infection, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 09dec2020. The heartmate 3 lvas is currently available. The heartmate 3 lvas IFU lists bleeding, stroke, and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. In addition, this document outlines the recommended anticoagulation regimen and inr range. The heartmate 3 lvas patient handbook is currently available. Several sections of this handbook provide care instructions in regard to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had an international normalized ratio of 1.4 on admission. The size of the subarachnoid hemorrhage was so small that the doctor suggested to just closely monitor the patient's vital signs. Anticoagulation dose was not changed but anticoagulation status was monitored.

Manufacturer narrative:
Address: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient faltered and had to be admitted in emergency room for neuro. Brain computed tomography (CT) showed minimal subarachnoid hemorrhage . The patient was readmitted (B)(6) 2021 with fever that was treated with antibiotic, but it was stated the infection was not device related and the blood culture was positive for fungus.